Event description:
Per medwatch form: there have been five instances (1820334-2012-00496, 1820334-2012-00525, 1820334-2012-00526, 1820334-2012-00527, and 1820334-2012-00532) of this event and at least three patients involved. Four french dual lumen piccs are breaking at the white hub without any obvious reason. The catheter appears to be pulling out of the hub and three of these breaks occurred when the line was not in use. The five instances of this type of event had the device in place for 18 days, 21 days, 42 days, 24 days, and 18 days when the breaks occurred. All in pediatric patients. One patient is non ambulatory, one patient was non ambulatory in ICU for the majority of the time the lines were in place, the other was non ambulatory in ICU for the entire time the lines were in place. No reported issues with tubing or lines being pulled/caught. For all cases, the person who inserted the line was trained and certified in the procedure (an interventional radiologist). All of the piccs were sutured in place and covered with a dressing. The lines are flushed with a 10 ml-sized syringe. The lines are flushed minimum 3-5 ml. These devices are stored on carts in a supply room. The catheters are in opaque packaging (sterile insertion tray). In one patient, the line was removed and patient completed treatment with peripheral vascular access and repeated venipunctures for labs. One patient requires ongoing, continuous infusion of vasoactive medications and so has had to undergo line replacement 3 times. Additionally, on incident necessitated hospital admission d/t fever and positive blood culture. Patient was treated with antibiotics inpatient for 5 days. One patient was critically ill throughout and required replacement of the line twice. Patient required line replacement and hospitalization for 5 days with IV antibiotics due to positive blood culture at time of break. Discharged home with new PICC line.

Manufacturer narrative:
(B)(4). Event evaluation: per the customer no product will be returned. Quality control insures that the assembly will withstand specified pressure, performs tensile test on shafts, extension tubes and hubs. Material must withstand specified lbs for each bond and distal shaft. Final inspection for turbo-ject peripherally inserted central venous catheter confirms correct extension tube with winged flla and that they are securely attached. Stamping on winged flla and extensions must be correct and legible. Confirm correct clamp has been used. Our quality control personnel complete an incoming pressure test and confirm correct extension tube with winged flla and that they are securely attached. Our supplier has been contacted due to prior similar complaints. They could not recreate the failure mode. We are inconclusive as to why the failure mode happened. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the conclusion of quality engineering risk analysis, risk mitigating action is not required at this time.